Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that during the surgery, the plate couldn't fix the meniscus after deployment. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated; visual inspection reveals that both plates were deployed, they do not show structural anomalies. The plastic sleeve was removed to verify the integrity of the applier needle, the applier needle was in good shape, no structural anomalies that can interfere with the correct deployment could be found, the trigger was found in a normal condition. To test the device function, the red trigger was fully squeezed several times, it was verified that the pusher shaft tip was sliding out completely from the applier needle as intended. A manufacturing record evaluation was performed for the finished device lot number; 9l87833 and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection findings, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. The depth of tissue penetration might not have been maintained, therefore, the plate did not fully trespass the soft tissue. As per IFU 113244 at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review. Pn:228152. Lot number:9l87833. There was no non conformance regarding this lot. Manufacturing date: 19 oct 2022. Expiry date: 30 sep 2025. Quantity: (B)(4). Release date: 04 nov 2022 d4: expiration date corrected. H4: device manufacture date corrected. H10: UDI corrected:(B)(4).

Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure on (B)(6) 2023 the truespan 24 degree peek device plates could not fix the meniscus after deployment. Another like device was used to complete the procedure. It was not reported if there was a delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the expiration date and device manufacture date are unknown. UDI:(B)(4). Unknown.